Event description:
Caller reported that cartridge was not fitting properly on pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller inspected and cleaned the pump as instructed, removed o-ring from pneumatic tap, and successfully reloaded cartridge, allowing insulin therapy to resume.